Event description:
The customer reported that there was a communication failure error message. This error resulted in a temporary loss of fluoroscopic functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.